Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for fecal incontinence, urge incontinence and non-obstructive urinary retention. Their trial started on (B)(6) 2025. It was reported that the patient was experiencing a bacterial infection. The type of infection was unknown. The issue was not resolved and was ongoing. Patient started taking antibiotics today, (B)(6) 2025. Patient said that they had a bladder infection started last (B)(6) 2025, they said that in microscope they have seen a tiny blood and they were taking antibiotic as of the moment. The agent advised to consult clinician for updates. On (B)(6) 2025, additional information was received from the patient. The agent called the patient back regarding the infection that they had. They said they did not know yet and they were still with the doctor's office today. All they knew was that it was a bacterial inf ection on their urine.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.